Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon fired the tsw35 instrument and attempted to use reloads (tsw35), the reloads wouldn't allow the trigger release and jaws of the tsw35 to open completely. This occurred on each reload with of the (5) total endocutter guns. The original firing of each gun was fine, however each subsequent firing with a reload would not open the jaws completely or fire the instrument. There was no consequence to the pt.